Event description:
Olympus received a medwatch, which stated, "the bronchoscope was inserted through the swivel connector that was attached to endotracheal tube (ett). When examining lung, the physician noticed a circumferential silver coating on a short segment of lung. The bronchoscope was removed. Upon examining the end of the bronchoscope, it appeared that the sheath that covers the distal end of the scope had been peeled back and approx 1cm of silver metal was not exposed. The bronchoscope was removed from service. The silver coating was suctioned from the mucosa of the lung. The lung was then irrigated with saline, then aspirated into a trap. The swivel adapter was the adapter the staff was trained to use. Upon inspection of the adapter, there was plenty of space for the bronchoscope to fit through but the bronchoscope must be well lubricated. It seemed that the bronchoscope may have been inserted through the adapter but it may have scraped along the top of the adapter instead of going directly in the middle of the adapter, causing the bronchoscope to peel back as described. Staff has been instructed to be sure the bronchoscope is well lubricated before use."

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information and was informed that the piece of the subject device was safely removed from the pt via suction and the pt was reportedly fine. The facility's education department re-trained the appropriate personnel about proper lubrication of the subject device before insertion in the ett tube adaptor. The subject device was returned to olympus for eval. The eval confirmed that part of the bending cover was torn off. In addition, the device failed the leak test at the bending section cover and biopsy chanel. The device was refurbished.